Event description:
The customer reported a fluid leak of approximately 10ml from a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/21/2015 and found the baths not draining properly after shutdown due to worn tubing at pinch valve lv12. The fse replaced tubing at lv12 to resolve the leak. The repair was verified per established service procedures. (B)(4).